Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) encountered error 1162 that could not be resolved. The customer disabled usm 3 to and completed the procedure with 3 usm. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with 3 arms. Patient demographics were not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula printed circuit assembly (pca) was further inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the cannula pca is consistent with the reported event and are the potential root cause for this issue.